Event description:
The report we rec'd from our affiliate indicated that a pta was being performed in the sfa. The sv guidewire was positioned in a side branch of the fibularis artery, which was not calcified. After finishing the intervention and removing the wire, it was noted that the distal tip of the wire had become unraveled. There was no separation of the tip, and the whole guidewire was removed entirely from the pt. There was no report of pt injury. Add'l procedural details have been requetsed, but have not been forthcoming as of yet. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.